Event description:
After a stent deployment, fielder guidewire was attempted to advance to diagnostic branch through the stent strut. Tip of the guidewire was advanced through the stent strut, but it could not advance into the vessel and moved backward. The guidewire was pulled out the pt body in order for reinsertion, physician noticed that the distal section of the guide wire was broken.

Manufacturer narrative:
Guidewire distal end was helically deformed, and the plastic jacket over the coil section was detached for approx 7 mm at tip end. Observation of the plastic jacket breakage site revealed the trace that it was severed by some abrasive force before breakage. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. It is inferred that the distal end of the guidewire would have been exposed to the abrasive load against the stent strut when it was advanced through the strut, resulting the abrasive damage to the jacket. Damaged jacket might have broken apart before the physician noticed it, due to the force exceeding the product's design limit. Warning section of IFU describes; "do not manipulate the guide wire through strut of stent."